Event description:
It was reported that no capture was observed. Lead was explanted after repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure.